Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified posterior tibial artery (pta). After a guidewire was advanced to cross the lesion, a 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced to dilate the lesion. Upon the first inflation, the balloon was successfully inflated; however, upon the second inflation, the balloon ruptured at 6 atmospheres at a duration of 5 seconds. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).